Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on 02-mar-2026 due to which the patient got hospitalized. The patient went to intensive care unit and was in hospital for two days. The blood glucose value was 35 mmol/l and got treated with intravenous insulin. Patient experienced the symptom of nausea at the time of event. The patient was tested positive for ketones.